Manufacturer narrative:
The device has not been received for analysis. Based on the information provided, the instructions for use states that the potential adverse events associated with the use of the intellanav stablepoint include, but are not limited to, pain or discomfort. An example would be angina, chest pain, or non-cardiovascular pain. Since the reported adverse events are known and documented in the labeling (including both short or long term known complications or adverse reactions), the most probable cause of known inherent risk of device is selected for the complaint. Correction: d4 from (B)(4) to (B)(4).

Event description:
Newton af clinical study - subject ID:(B)(6). It was reported that an ablation procedure was completed on (B)(6) 2021 involving three intellanav stablepoint open-irrigated catheters. On (B)(6) 2021, the patient experienced some chest discomfort possibly from the ablation procedure. Diagnostic tests (wireless monitor) was performed on the patient. The patient's oral colchicine medication was adjusted/changed. The event was noted as resolved on (B)(6) 2021.

Event description:
(B)(6) clinical study. It was reported that an ablation procedure was completed on (B)(6) 2021 involving three intellanav stablepoint open-irrigated catheters. On (B)(6) 2021, the patient experienced some chest discomfort possibly from the ablation procedure. Diagnostic tests (wireless monitor) was performed on the patient. The patient's oral colchicine medication was adjusted/changed. The event was noted as resolved on (B)(6) 2021.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.